Event description:
It was reported that the pump alarms an error alert of no medication when device is filled with medication. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented the syringe port damaged on rear housing. The customer stated problem was not duplicated. Replaced rear housing and the lcd. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.